Event description:
The customer reported being hospitalized for hypoglycemia. The blood glucose reading at time of the call was 93 mg/dl. The customer stated that her blood glucose was low because she was not eating and throwing up. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.